Event description:
It was reported that during an attempted implant, r-waves were low in several different positions. Decision was made to implant another lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.